Event description:
After using his electric toothbrush, the vibration caused his crown to come loose. He had to have a root canal. Consumer's first time using product.

Manufacturer narrative:
Event not attributed to device.